Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, the patient experienced late stent thrombosis and a myocardial infarction. In (B)(6) 2010, the patient presented with abnormal stress test and shortness of breath. The patient was diagnosed with silent ischemia and cardiac catheterization was recommended. The 90% stenosed and 24mm long de-novo target lesion was located in the proximal right coronary artery with a reference diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.50x28mm taxus liberte stent, resulting in 0% residual stenosis post dilation. In (B)(6) 2012, the patient presented with retrosternal chest pain with radiation towards the left jaw and left arm associated with shortness of breath, perspiration and ventricular tachycardia and the patient was hospitalized the same day. Cardiac enzymes were found to be elevated and the patient was diagnosed with myocardial infarction and cardiac catheterization was recommended. A thrombus in right coronary artery and 95% diffuse in-stent restenosis of the 3.50x28mm taxus liberte stent in proximal right coronary artery were noted. The lesion was treated with balloon angioplasty and placement of 3.50x15 mm non bsc stent. Following post dilatation excellent results were obtained in the stented segment. Two days later the event was considered as resolved without residual effects and the patient was discharged on aspirin and clopidogrel.